Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the unspecified bd insyte¿ autoguard¿ catheter, the catheter detachment from the body of cannula. Very little information is available. However minor surgery to remove the plastic catheter was performed.

Manufacturer narrative:
1 actual sample was returned for investigation. No DHR was reviewed as the catalog and batch number are unknown. As the sample is a used sample, the sample was sent for decontamination prior to investigation. The actual sample was subjected to visual inspection of the catheter. A clean cut was observed on the catheter. The manufacturing process was reviewed and there is no process in the manufacturing facilities that could cause this nonconformance. There is a 100% automated vision inspection that would reject the parts that fail the lie distance. A broken catheter would automatically be rejected as the lie distance would be out of specification. Therefore the nonconformance could have occurred out of the manufacturing facilities.

Event description:
It was reported with the use of the unspecified bd insyte autoguard catheter, the catheter detachment from the body of cannula. Very little information is available. However minor surgery to remove the plastic catheter was performed.